Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the device was observed in vvi back up mode. Reprogramming was recommended to resolve the issue. The patient is in stable condition.